Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 468 mg/dl at 2:00am on their blood glucose meter. The consumer administered 7 units of insulin. The consumer reported she experienced a hypoglycemic event which did not require any medical intervention, subsequently, the consumer ate a bowl of cereal with milk and drank a can of coke. The consumer tested at 6:30am getting a result of 414 mg/dl, and she administered 6 units of insulin. The meter in question will be returned for eval.